Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a stenting and percutaneous transluminal angioplasty of the superficial femoral artery. Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A link detachment was observed. The observed link detachment would appear similar to a needle to cuff miss/suture retrieval issue, thus the reported cuff miss is confirmed. Based on a visual inspection and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.